Event description:
Additional information received reported that the manufacturing representative met with the patient about 2 weeks ago and noted that the patient's positional stimulation had subsided tremendously. It was noted that the patient was now able to roll from right to left with minimal change detected. The patient outcome was provided as "doing very well and receiving good coverage."

Event description:
It was reported that the patient was receiving too much stimulation when changing from a sitting position to a standing position. It was further stated that the patient "felt a jolt or too much stimulation when changing positions from lying right to lying normal." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).